Event description:
The customer alleged intermittent audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the alarm kit. The unit passed extended self testing. It is not verified that there was an intermittent no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.